Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 143 mg/dl. The customer also stated that there was a fluid on the battery compartment because of the old battery. The customer stated that they did not see notes yet. The insulin pump will not be returned for analysis.